Event description:
It was reported that; during a standard 2 level acdf with allograph and plating. We used aviator set. Surgeon put in all six screws into the plate after doing the bone fusion and locking the plate. After x-ray the surgeon realized that two screws had angled into the disc space. He unlocked plate and revised the two screws then attempted to relock the plate. The lower locking mechanism came apart and a small spring came out of the plate. The upper locking mechanism similarly did not lock very well and the surgeon choose to remove the left screw because the lock would never cover the screw head. It added about 45 min to a 1 1/2 hour surgery.

Manufacturer narrative:
Method: device not returned. Results: device history review and complaint history review could not be performed as no lot code was provided. Conclusion: the likely root cause is the lack of use the drill guide (freehand) during screw hole preparation as recommended in the surgical technique. Not returned.

Manufacturer narrative:
Method: device not returned; results: the bent spring bar was noticed after placement of the screws and locking of the spring bar. Over-angulation of the drill during freehand screw hole prep would cause a portion of the head of the screw to remain proud of the plate so that when the locking mechanism would jam into the proud screw, causing the deformation of the mechanism. Conclusion: the likely root cause is the lack of use the drill guide (freehand) during screw hole preparation as recommended in the surgical technique.

Event description:
It was reported that; during a standard 2 level acdf with allograph and plating. We used aviator set. Surgeon put in all six screws into the plate after doing the bone fusion and locking the plate. After x-ray the surgeon realized that two screws had angled into the disc space. He unlocked plate and revised the two screws then attempted to relock the plate. The lower locking mechanism came apart and a small spring came out of the plate. The upper locking mechanism similarly did not lock very well and the surgeon choose to remove the left screw because the lock would never cover the screw head. It added about 45 min to a 1 1/2 hour surgery.